Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide an answer for each case: (B)(4) and (B)(4) was created for ambiguity. When was the needle falls off the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. The needle fell off every time on the second time using the suture. He would tie and cut the first one and when he went to place the second suture it would come off as he passed it through the tissue. What is the total number of products involved in this event? Every time we used any of the sutures from that lot it happened the 2nd time. Did the event occur during one or multiple patient procedures? Every time we opened a box in that lot with every suture we used it happened¿ I believe one box we tried 6 packs. What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). (B)(6) from darby also reported this, case #(B)(4). Device return status. Please document the shipment tracking number: already returned using your return package. Please provide the source or name of person providing answers to follow-up questions: (B)(6) at dr (B)(6) office.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2024 h6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, forty-seven unopened samples that pertain to the product code j490g. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patients underwent unknown procedures on an unknown date in 2024. It was reported that the needle falls off the suture. This occurred over a few orders for the facility. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the needle falls off the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified. Related events captured via 2210968-2024-03202. 2210968-2024-03204. 2210968-2024-03205. 2210968-2024-03206. 2210968-2024-03207. 2210968-2024-03210. 2210968-2024-03211. 2210968-2024-03212 2210968-2024-03213 2210968-2024-03214 2210968-2024-03215